Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 6812842, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a mentor smooth round high profile 500cc saline prosthesis experienced left sided pain post procedure. It was stated that the implant may have moved out of the pocket and was perhaps sitting on a nerve. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.